Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the second firing of the sleeve, the staples on the patient side did not form. The first couple on the patient side formed but the rest in an unformed u shape. Case completed with another device of the same product code and the surgeon over-sewed the staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).